Manufacturer narrative:
(B)(4). Results: (ninety percent stenosis, moderate tortuosity/calcification). (Failure to deliver stent/stent embolism). Conclusions: (ninety percent stenosis, moderate tortuosity/calcification). Evaluation summary: the stent delivery system was not returned for evaluation. The stent was returned for evaluation. All the stent segments were raised, stretched, damaged and deformed.

Event description:
An endeavor sprint rapid exchange (rx) drug-eluting stent was been used for treatment of a lesion in the distal right coronary artery (rca), posterior descending artery (pda). The lesion was ninety percent stenosed with moderate tortuosity and calcification. The physician advanced the endeavor sprint rx but it could not advance to the pda and when the physician pulled back the device, the stent came off the balloon. A ptca balloon catheter was inserted to the dislodged stent and the stent was removed from the patient successfully. The lesion was pre-dilated prior to attempted use of the endeavor sprint rx stent. The device was prepped before use with no issues noted. There was no patient injury and no additional clinical sequelae were reported.